Manufacturer narrative:
Lr packaging l/n # 01429992. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429992. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the enterprise vrd was partially deployed in the patient followed by placement of coils. After coil placement the vrd was released (fully deployed); however, when withdrawn, the tip of the enterprise delivery wire broke off and remained in the patient. The patient is currently fine and has left hospital. The procedure was treatment of a dissecting aneurysm of the left vertebral artery. The prowler select plus microcatheter was positioned at the target site, and then the enterprise device (enc453712/01429992) was advanced and partially deployed. There were no issues during the placement of the enterprise system and the stent remained partially deployed while the site treated successfully with unknown orbit coils. Finally, the prowler select plus was withdrawn to release the stent followed by withdrawal of the enterprise delivery wire as outlined in the IFU, but the tip of wire was broken and remained in patient. During the time the enterprise stent was not detached from the delivery system, and remained within the target site, the distal tip of the enterprise system was exposed outside the microcatheter and might have been placed at an acute angle or within a side branch. During the procedure, no additional torque or manipulation was conducted with the enterprise delivery system at any time, and there were no issues between the enterprise and microcatheter that may have contributed to the event. The distal tip was not prolapsed, trapped within the dissection flap, or between the stent and vessel wall, and jailed technique was not used for the procedure. Constant fluoroscopy was performed at all times, and a constant and dedicated saline source was used at times. The microcatheter distal end was re-shaped with the shaping mandrel, steam and without any damages. The distal tip of the enterprise system was not re-shaped. Other than the reported event, no other damages were noticed with any other section of the device or microcatheter. It was reported that the device was discarded at the hospital. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01429992. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the proximal end of the delivery wire for analysis, no conclusion can be made regarding the reported separation. It is possible that the procedural factor partial stent deployment during coiling and the reported possibility that the distal tip may have been placed at an acute angle or within a side branch may have contributed to the event. With review of the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Event description:
It was reported that during treatment of a dissecting aneurysm of the left vertebral artery, the prowler select plus microcatheter was positioned at the target site, and then the enterprise device (B)(4) was advanced, but first the site was treated with coils successfully. Finally, the physician withdrew the stent delivery wire to release the stent completely, the stent was released, but the tip of wire was broken and remained in patient. During the time the enterprise stent was not detached from the delivery system, and remained within the target site, the distal tip of the enterprise system was exposed outside the microcatheter and might have been placed an acute angle or within a side branch. During the procedure, no additional torque or manipulation was conducted with the enterprise delivery system at any time, and there were no issues between the enterprise and microcatheter that may have contributed to the event. The distal tip was not prolapsed, trapped within the dissection flap, or between the stent and vessel wall, and jailed technique was not used for the procedure. Constant fluoroscopy was performed at all times, and a constant and dedicated saline source was used at times. The microcatheter distal end was re-shaped with the shaping mandrel, steam and without any damages. The distal tip of the enterprise system was not re-shaped. Other than the reported event, no other damages were noticed with any other section of the device or microcatheter. The patient is currently fine and has left hospital.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.